Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (cable tensioner, part number 391.201, lot number p318231). The subject device was received with the reported cable jammed in the complained cable tensioner. The initial visual inspection found that the piece of cable was lodged within the chuck jaws component of the subject device. Prior to functional inspection, the cable was removed successfully from the cable tensioner and the device ultimately functioned as intended. No manufacturing related issue was identified and/or confirmed. Further investigation will not be performed at this time. A definitive root cause could not be determined based on the reported information and the results of the investigation; however, it is likely that the complaint condition may have been due to application error. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Part number: 391.201, synthes lot number: p318231: release to warehouse date: (B)(6) 2007. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation (orif) of acromion procedure, the surgeon fed a bent cable into the tensioner. This got stuck and could not be removed. Cable was tensioned by hand and crimped. The case was delayed by five (5) minutes due to the event. No adverse event to patient. This is report 1 of 2 for (B)(4).